Event description:
As reported by the site, the first precise stent was inaccurately placed proximal to the lesion. A second precise stent was then used to complete the procedure. There was no problem with the product and no complications were noted during the procedure.

Manufacturer narrative:
The product remains implanted in the patient and was not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.